Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) for the procedure was investigated. At 13 minutes, the trima accel system detected a 'no ac seen at fluid sensor' alert and instructed the operator to verify that the ac bagwas not empty, was properly connected, and to reinstall the ac tubing in the sensor. The operator pressed 'continue' to clear the alert. The collection portion of the procedure was completed normally with saline rinseback. The device history records were reviewed for this lot. There were no events noted that would have contributed to the operator error reported by the customer. Root cause: operator error. Based on information from the customer, the operator spiked normal saline instead of anticoagulant. No clotting or clumping in the set was reported.

Event description:
The customer reported that they spiked and primed the trima with normal saline instead of a cda (anticoagulant). No medical intervention was required for this donor. The donation was completed without any issues. The customer was unable to provide the patient ID or age. The disposable set was unavailable for return and investigation. This report is being filed due to device malfunction in the form of operator error that has the potential for injury.